Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported a rifampin secondary infusion flowed into primary bag approximately 30 minutes after infusion started. This was noticed because the fluid in the primary bag turned brown, which is the same color as the rifampin medication. The rifampin dose was completed, since the entire remaining primary bag volume was infused. There was no patient harm or medical intervention. No additional event or patient information is available.